Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 397 mg/dl while using the ilet system, with no alerts indicating a stopped dose and no visible infusion or tubing issues on inspection; troubleshooting included confirming drops from the tubing and completing a site change due to time spent above 400 mg/dl. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and education. Investigation included phone-based assessment of infusion components and guided site change. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set obstruction or leakage based on visual and functional checks, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.